Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device investigation: during device evaluation, the relayed image was purple. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the endoeye hd ii laparoscope experienced a double image with green and red colors. There were no reports of patient harm.